Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
On (B)(6) 2016 the stent was implanted at stomach. The stent migrated pseudocyst staying housed in the gastric wall. On (B)(6) 2016 the stent was removed from patient. Peritonitis was caused to the patient and the patient was in the intensive care unit in a week.